Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. It was determined that rows three, four, eleven and twelve of distal struts were damaged and flared. There was blood and contrast in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x15mm apex balloon. Next, a 38x4.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, it was noted that the stent struts were flared. The procedure was completed with another ion sds. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x15mm apex balloon. Next, a 38x4.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, it was noted that the stent struts were flared. The procedure was completed with another ion sds. No patient complications were reported and the patient's status is fine.